Event description:
The device did not fire a clip the first time the dr tried to use the device. The dr removed the device from the trocare and fired it outside the pt, and it formed a pear shape clip. The dr fired it a second time outside of the pt and a piece of metal came out/broke off of the jaws of the device. The case was completed with a like device and there was no pt consequence.